Event description:
Facility reported an obstruction like "a piece of rubber band". The o-ring had broken off inside the transfer and had obstructed flow. Prophylactic antibiotics, vancomycin, had been administered since the pt had opened the transfer set to check on the reason for no flow. The catheter had been in place six months and was due to be changed. The sample will be sent to the MFR.